Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. This report is therefore only based on the returned follow up report, the device data as well as the inspection of the quality documents associated with the manufacture of the devices. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The ICD device data was inspected. An evaluation of the available data of this particular device revealed the mos1 battery status. The battery state of discharge was found normal and as expected. There was no indication of a material or manufacturing problem. The available trend data of the follow report from (B)(6) 2022 showed a stable pacing impedance around 500 ohms with two decreased values to <200 ohms. Furthermore, the available iegms showed artefacts in the right ventricular channel leading to several charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should further relevant information or the devices themselves become available this investigation will be updated.

Event description:
It was reported that this lead was explanted due to oversensing approx. 59 months after the implantation. During the same procedure the associated ICD was prophylactically replaced in order to avoid additional surgery. No adverse patient events were reported. Should additional information be received, this file will be updated.